Event description:
It was reported that after the catheter had been in use for three days, the balloon ruptured. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980329. The sample has been returned to arrow. The returned catheter could not be properly examined because the user altered the catheter by removing the balloon.